Event description:
It was reported that video system center's touch screen had a blackout. The issue occurred during maintenance. There were no reports of patient harm and no procedural involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the touch screen blacks out due to a failure of the printed circuit board. Additionally, the cause of the failure could not be identified although it is considered that the failure was caused by the effects of stress from heat and humidity on the circuit board. Olympus will continue to monitor field performance for this device.